Manufacturer narrative:
Updated h3: device evaluated by manufacturer, h6: investigation findings (c) and investigation conclusions (d).

Manufacturer narrative:
According to the customer, there was smoke coming from the bed pendant. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there was smoke coming from the bed pendant.

Manufacturer narrative:
Updated d2: common device name; updated d4: catalog #; updated d4: primary unique device identifier (UDI) #.